Event description:
It was reported that the patient with this right ventricular (rv) lead went to the emergency room (ER) as the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the rv lead was found exhibiting high out of range shock impedances and the device recorded a fault code indicating an open circuit. Technical services (ts) recommended to revise the rv lead. This rv lead was explanted and replaced due to high shock impedances and an abrupt decay in measurements. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead went to the emergency room (ER) as the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the rv lead was found exhibiting high out of range shock impedances and the device recorded a fault code indicating an open circuit. Technical services (ts) recommended to revise the rv lead. This system remains in service. No adverse patient effects were reported.